Event description:
Litigation papers allege as a result of the asr implant, the patient suffered and sustained injuries of a permanent nature; endured pain and suffering, had high concentrations of various metallic elements in her blood and is unable to attend to her normal affairs and duties for an indefinite period of time.

Event description:
Patient was revised to address acetabular cup loosening and pain. Update 08/29/2012 - litigation papers allege as a result of the asr implant, the patient suffered and sustained injuries of a permanent nature; endured pain and suffering, had high concentrations of various metallic elements in her blood and is unable to attend to her normal affairs and duties for an indefinite period of time. There is no new information that would change the outcome of the investigation. Update 04/29/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.